Event description:
Boston scientific (bsc) crm received information this right ventricular dextrus lead was exhibiting non-capture and non-sensing. A perforation was revealed. The lead was withdrawn from the patient and successfully repositioned. No adverse patient effects were noted. The lead remains actively implanted. This product issue will be re-evaluated if additional information is received. Implant and event dates were not made available.